Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller's pump had recently come out of storage mode, and they were advised to wait 20 minutes before starting a sensor session. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error code did not appear again, and the caller successfully started their sensor session.